Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation revealed that the device was incorrectly recognizing the internal battery as an external battery when the device was connected to the main ac power source and failed to charge its internal battery. The evaluation determined that the device failure to correctly identify the power source and the charging failure were due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.